Manufacturer narrative:
Visual inspection: deposits in and on the pediatric prechamber. Deposits on the progav 2.0. A permeability test has shown that the valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. To investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the horizontal position. After dismantling of the valve, bloody deposits were found in progav 2.0. For the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx440t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 49 years. Height: 180 centimeters (cm). Weight: 80 kilograms (kg). Gender: female. Same event as #3004721439-2022-00337.